Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry dva (distance visual acuity). Clinical reason being mentioned as dysphotopsia. The iol was explanted and exchanged with non-company lens in the secondary implant procedure. Additional information has been requested.